Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the pediatric patient¿s cgm displayed 197 mg/dl; however, the patient¿s parents noted the patient was apathetic and performed a bg which was 308 mg/dl. The father administered a 0.4-unit bolus of insulin and the patient recovered. Post-insulin, the patient¿s bg decreased to 211 mg/dl but the cgm displayed 138 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b, c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.